Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 18 and deactivation occurred at pulse 28. The device did not run enough pulses at the end of the second prime to deploy the needle mechanism. A rotational sensor error was observed in the download data but no alarms. The device was reset and programmed to deliver a 5-unit bolus. The device deployed but later reported an 0x42 alarm with a rotational sensor error in the reset data. Under magnification, contamination was found on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant contributed to the reported symptom.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy. The pod was not worn and no adverse patient impact was reported.